Manufacturer narrative:
After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to a vertical cracked lcd controller. In addition to this, the lcd screen itself is cracked. Unable to perform the displacement test due to the display anomaly. The keypad overlay has a puncture mark above and to the left of the up arrow keypad button. The puncture mark doesn't penetrate through the overlay however.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that customer's insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had scratches on the screen and they were unable to read the display. The insulin pump will be returned for analysis.